Event description:
The vio3 erbe electrosurgical generator gave error code m72 while being used for apc (argon plasma coagulation) during an endoscopic procedure and stopped working. It additionally gave error code m88 when turned off and back on. In addition, the cord that connects for use with other tools, was not consistently connecting to unit. The apc straight fire cord was connected to the vio3 generator when the error code was given. We turned the generator off and plugged the apc cord into our old erbe generator and it worked without difficulty and we were able to successfully finish the patient's procedure. No harm to the patient. Biomed and the erbe rep were called immediately. Rep asked that the generator be turned back on (this was done without the patient in the procedure room) and it gave error code m88 at that time. Rep stated that "this is a new issue the company has recently become aware of, the mother board has short-circuited and it is non-usable". Rep stated the generator and the cord should be sent in for repair and he would coordinate to get us a loaner device. The vio3 was removed immediately from use, as was the cord that was not connecting consistently. Biomed will be picking it up this am for secure storage. FDA safety report ID # (B)(4).